Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. A review of the angiograms indicated a medial-positioned access. The flow was partially disrupted proximal to the radiopaque marker. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Post-tavr, heparin and protamin were administered and an 18f manta was deployed to the measured depth. F ollowing closure, post-deployment fluoroscopic imagery indicated distal flow was partially obstructed. The guidewire was removed, manual pressure was applied for five minutes, and a repeat fluro indicated partial improvement to the distal flow. No active bleeding was seen outside the arteriotomy. The patient was transferred to vascular for consult. The vascular surgeon chose to perform a cutdown, explanted the manta device, and repaired and sutured the vessel for closure. Hemostasis was achieved in less than ten minutes. The vascular surgeon mentioned the manta device was deployed in the adventitia causing an occluded dissection, and posterior plaque was visible in the cfa. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. Therefore, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention was likely attributed to user error due to the manta device deployed in the tissue tract (adventitia) and poor patient selection since the vessel was moderately calcified.

Event description:
It was reported that: " manta deployed performed as per IFU. Upon post-manta deployment fluoroscopic imaging, md stated distal flow partially obstructed. Wire on which manta deployed removed, manual pressure x 5 mins. Images repeated with some improvement to distal flow. No active bleed outside arteriotomy as per md. Patient hemodynamically stable. Vascular consulted for surgical repair as per md. Md unsure of cause of this outcome at this time." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the common femoral artery. There was reported to be calcium below puncture site but "clean" at puncture and above. Measured depth for the manta 4+1cm. Time to haemostasis was between 5 and 10 minutes. Sbp was hemodynamically stable throughout procedure and at time of arteriotomy closure. No signs of bleeding on fluoroscopic imaging or externally. Distal flow partially obstructed and this was the main concern at time of post-manta deployment. A surgical cutdown and repair was eventually needed to restore flow."

Event description:
It was reported that: " manta deployed performed as per IFU. Upon post-manta deployment fluoroscopic imaging, md stated distal flow partially obstructed. Wire on which manta deployed removed, manual pressure x 5 mins. Images repeated with some improvement to distal flow. No active bleed outside arteriotomy as per md. Patient hemodynamically stable. Vascular consulted for surgical repair as per md. Md unsure of cause of this outcome at this time." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the common femoral artery. There was reported to be calcium below puncture site but "clean" at puncture and above. Measured depth for the manta 4+1cm. Time to haemostasis was between 5 and 10 minutes. Sbp was hemodynamically stable throughout procedure and at time of arteriotomy closure. No signs of bleeding on fluoroscopic imaging or externally. Distal flow partially obstructed and this was the main concern at time of post-manta deployment. A surgical cutdown and repair was eventually needed to restore flow."

Manufacturer narrative:
(B)(4).